Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation of device found rear housing/front housing, lens display and rear housing battery door tabs were damaged. The downstream occlusion (dso) sensor was contaminated, and the air detector was stained. Functional testing found the dso sensor was contaminated, causing the double beep. Replaced downstream sensor, rear housing assembly, lens display and air detector. To correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cracked rear case near the bolus port, was double beeping, had a scratched lens, stained air detector, and broken battery door tab. Per reporter, this event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.